Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high pacing impedance measurements of 1,900 ohms on a pacing system analyzer (psa) and above 2,000 ohms through the device. Additionally, noise was noted on the rv rate-sense channel. The physician suspected a lead to tissue interface issue and repositioned the lead. A field representative confirmed that acceptable pacing impedance measurements were achieved after the lead repositioning and noise was no longer detected when the lead was reconnected to the device. No adverse patient effects were reported.